Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the catheter portion of the zelantedvt thrombectomy system. The pump assembly was cut-off at the effluent and supply lines and not returned for analysis. The effluent/supply line, shaft, and tip were visually and microscopically inspected. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10cm proximal of the tip) with the wire lumen and the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. The wire lumen at the kink was slightly turned indicates that the device was twisted, so it is likely the device was twisted with enough force to separate the shaft.

Event description:
Reportable based on device analysis completed on 04-sep-2020. It was reported that catheter leak and shaft perforation occurred. The target lesion was located in the left lower limb. An angiojet zelantedvt was advanced for a thrombectomy procedure. During the procedure under thrombectomy mode, it was noted that fluid was leaking from the catheter in two places at the same time while doing angiography. The catheter was removed from the patient's body and was found that the outer layer of the catheter burst. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a shaft break.